Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model pcb00 +18.5 diopter) was implanted into the patient's operative eye on (b)(6 2018. Post-op, the patient could not see well and the surgeon believed that the diopter of the implanted lens did not correspond to the diopter of the lens packaging. Reportedly, the lens was explanted on (b)(6 2018, and a competitor lens (+18 diopter) was implanted as a replacement. The incision was enlarged to remove the lens and sutures were used. No vitrectomy was performed. Visual acuity (va) after the implantation of the pcb00 +18.5 diopter: between 3/10 and 4/10 va post-lens exchange: myopia 9.75. The account commented that the patient can now see well and no out of ordinary medications were administered. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 9/27/2018, device returned to manufacturer? Yes. Device evaluation: the returned lens was received in a small glass container packaged in a plastic bag without the product identifiers or package labeling. The pcb00 insertion device was not received. Visual evaluation with magnification was performed. The lens is missing a large portion of haptic (detached haptic). Cosmetic damages that could be related to lens explant are observed on the lens optic zone. The lens was also measured on miq (measuring intraocular lens quality) equipment by a subject matter expert. The miq results for the lens measured are 29.82, 29.79. The miq results for the lens serial number (B)(4) obtained during manufacturing corresponds to an 18.5 diopter lens. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other investigation request received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.